Manufacturer narrative:
H3: as found condition: the react 68 catheter was returned for analysis within a shipping box; and within a sealed plastic-bio-pouch; within an opened react 68 inner pouch; and within a dispenser coil. Visual inspection/damage location details: the react 68 catheter total length and usable lengths were measured to be within specification. Upon visual inspection, no damages or irregularities were found with the react 68 hub. The catheter body appeared to be kinked at ~9.0cm and ~72.7cm from the hub. In addition, the catheter body was found to be damaged and stretched from ~6.5cm to the distal tip. The catheter distal tip was found to be damaged and deformed. No other anomalies were observed. Testing/analysis: an unsuccessful attempt was made to flush the react 68 catheter with water. The react 68 catheter could not be used for testing due to damaged conditions. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damaged¿ and ¿catheter resistance¿ were confirmed as the catheter body was found damaged and stretched. In addition, the distal marker band was damaged (deformed). However, the cause for the damage could not be determined. There was no non-conformance to specification identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that when the event happened, the react68 was in the guide catheter, which was on the way to a second retrieval and the solitaire had not been put in yet at that time. A continuous flush was administered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a react-68 catheter that had resistance and was damaged. The patient was undergoing a thrombectomy procedure with mix of swim and mechanical technique used via right femoral artery approach. The access vessel diameter was 5mm. Vessel tortuosity was normal. It was reported that the react catheter and all accessories were prepared as indicated in the instructions for use (IFU). After the first thrombus was removed with the react-68 and a solitaire, a large number of red thrombus-like debris were also taken out and it was evaluated that full revascularization was not achieved. The react-68 was then pushed further up and it was difficult to push. The react-68 was withdrawn and it was found that at the distal tip, the braid was exposed and damaged into separate filaments, and the lumen was obviously swollen and damaged. The catheter was replaced to complete the procedure. There was no harm or injury to the patient.